Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert triggered. The right ventricular lead had noise and variable spikes in impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.